Manufacturer narrative:
(Acute complications).

Event description:
Reporting status: serious injury. Reporting rationale: acute complications. Device issue: no device malfunction has been reported. It was reported a promus stent was implanted recently. Unfortunately, the pt developed acute complications. Request for additional info pending.